Event description:
The surgeon were fixating small bone flap in the superior/lateral orbital rim; a screw disassembled during insertion. The head was recovered while the shaft was left in pt.

Manufacturer narrative:
The product was not returned due to which metallurgical examinations could not be performed. Based on the available info, the root cause could not be determined. There were no indications found for any material or mfg related issue.